Event description:
It was reported that the patient reports decrease in hearing in her left ear since her vns implant. No other symptoms reported. No additional relevant information has been received to date.